Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Patient complained of presyncope; they reprogrammed the sensitivity.

Event description:
It was reported that the patient presented for routine follow up complaining of presyncope. The ventricular lead exhibited an increase in threshold and low sensing; noise reversion was also noted. The sensitivity was increased. The lead remained implanted and patient would be monitored.